Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds, along with high impedance measurements and a suspected rv lead fracture. The rv lead was reprogrammed to increase the rv outputs and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend was rising. It was noted on (B)(6) 2015, the rv pacing impedance measured 3325 ohms in a trend rising from 600-700 ohms beginning during the week ending on (B)(6) 2014.